Manufacturer narrative:
Conclusion code: the eval indicates that the complaint sample might have come in contact with an object causing a surface nick, puncture or cut on the transition section resulting in a drainage failure. This is one of two medwatch reports being submitted as two separate device natures of complaint were reported. See 2210968-2004-00455 for the other medwatch. The same device and same patient is represented in each medwatch.

Event description:
International affiliate reports that drainage stopped.